Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer was hospitalized twice due to hyperglycemia. The reported blood glucose reading at the time of the phone call was 385 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. Initially the prime test failed. However, after changing the infusion set and properly priming the insulin pump, the prime test passed. The high pressure test also passed. Nothing further was reported.